Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 5:44 pm on (B)(6) 2017 the pump module was programmed to infuse a custom concentration infusion of doxorubicin at a rate of 21.7ml/hr for a 24 hour duration. The infusion continued until 3:05 pm on (B)(6) 2017 when the device alarmed for air in line and was then channeled off. The volume recorded as being infused during this period was 460.866ml. Functional testing confirmed the device to be delivering fluid out of specification (overinfusing). After calibration, the device was observed to be delivering fluid within specification. The root cause of the overinfusion was identified as the pump module being out of calibration.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a dacarbazine / doxorubicin infusion was started at 1730, and expected to infuse at 21.7 ml/hr over 24 hours. The following day, the infusion ended 2.5 hours earlier than expected at 1500. No patient harm was reported.